Manufacturer narrative:
Product ID: 8596sc lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter product ID: 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that following a patient's first pump replacement (please refer to manufacturer report # 6000030-2013-00096), the patient continued to exhibit signs of withdrawal. The patient experienced pain and underdose symptoms, specifically increased spasticity. During the pump replacement, the catheter was not replaced. The health care provider (hcp) had then decided to do an additional surgery on (B)(6) 2013 to replace the catheter. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.